Manufacturer narrative:
Philips service reseated the low power mvr and replaced nicol v3 cv fd; the system was tested and returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a geometry movement issue occurred with motor current reported in the frontal stand detector on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.